Event description:
The customer observed a falsely elevated architect troponin result generated on an architect i1000sr analyzer for a male patient. Pid (B)(6), initial result = 268.3 pg/ml, repeat result = 8.6 pg/ml, repeat result (pid (B)(6) = 9.2 pg/ml and 9.6 pg/ml. There was no impact to patient management.

Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2026-00063 under a different suspect device. After further evaluation, the architect i1000sr, list number 01l86-01, was identified as an additional suspect medical device. Service inspected the instrument, and multiple troubleshooting procedures were performed, including disinfection of instrument surfaces. Deposits were observed on the process path cover with ramp (rohs) and removed to resolve the issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of trending data associated with the process path cover with ramp (rohs) did not identify any trends. Additionally, a review of tracking and trending for the architect i1000sr did not identify any trends. Review of manufacturing documentation did not identify any non-conformances or potential non-conformances. Labeling was reviewed and adequately addressed the issue. Based on the investigation, no systemic issue or deficiency was identified for the architect i1000sr, (B)(6) nor the process path cover with ramp.